Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reports being unable to obtain a result due to an error on the aviva system while having low blood glucose symptoms. Customer passed out and an ambulance was called. Customer tested 4.6 mmol/l on professional device and was taken to the hospital. Customer was treated with an IV (contents unknown). Requested return of suspect device.